Event description:
It was reported that a nail broke at the hole for a helical blade. The patient had previously undergone a trochanteric fixation nail (tfn) procedure (date unknown) to address a sub-trochanteric fracture. The patient then experienced a non-union. A revision procedure occurred on (B)(6) 2015, during which the im nail, helical blade, and two (2) distal interlocking 5mm screws were removed. The surgeon reported that the 130 degrees aiming arm used during this procedure was not interfacing with a compression nut. The surgeon further described the arm as ¿popping out.¿ no further information was provided. This report is 1 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth, gender, and weight are unknown. Event date: date of postoperative non-union is unknown. (Lot number): the lot number was initially reported as 7394625, but it is not a valid lot for the part in question. Implant date: date of original implant procedure is unknown. It is unknown if the complainant part will be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records was requested, but could not be completed. The lot number provided (7394625) could not be verified; therefore, further investigation cannot be performed at this time. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.